Manufacturer narrative:
H.6. Investigation: bd received 6 samples for investigation from batch number 1098520. The customer samples were evaluated along with retention samples of the incident lot selected from bd inventory. The samples were tested and no issues relating to clotting were observed. Bd was unable to confirm the customer¿s indicated failure mode, clotting because the defect was not evident in the testing of the complaint lot samples. Visual and sieving evaluations of both complaint lot (retains for lot 0205660), (customer returns for lot 1098520), and control samples demonstrated clinically acceptable performance for all visual observations evaluated. Laboratory evaluation of samples indicated that these tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode clotting. Bd was not able to identify a root cause for the indicated failure mode. See h.10.

Event description:
It was reported when using the bd microtainer® map microtube for automated process k2 edta 1.0 mg, the device experienced clotting. This event occurred six times with lot 1098520. This event occurred once with lot 0205660. The following information was provided by the initial reporter. The customer stated: customer called in to report clotting in 2 specimens in the nicu. They are using bd quick heel lancet. No erroneous results reported. Recollected with second lot and that lot clotted as well. Nurses are collecting by direct heel stick and there have been 6 clotted tubes. She states only 1 was a difficult stick and only the map tube was collected on those that clotted.

Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1098520, medical device expiration date: 2022-10-31, device manufacture date: 2021-04-08. Medical device lot #: 0205660, medical device expiration date: 2022-01-31, device manufacture date: 2020-07-23. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd microtainer® map microtube for automated process k2 edta 1.0 mg, the device experienced clotting. This event occurred six times with lot 1098520. This event occurred once with lot 0205660. The following information was provided by the initial reporter. The customer stated: customer called in to report clotting in 2 specimens in the nicu. They are using bd quick heel lancet. No erroneous results reported. Recollected with second lot and that lot clotted as well. Nurses are collecting by direct heel stick and there have been 6 clotted tubes. She states only 1 was a difficult stick and only the map tube was collected on those that clotted.